Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump¿s black box showed evidence of cs 064 alarms. During testing, the pump was exercised for 24 hours with alarms or warnings occurring. The pump cover was removed and there was evidence of internal moisture found on the motor connector. The complaint of a cs 064 alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.